Manufacturer narrative:
The reported events of failure to capture and varying low voltage impedance were not confirmed. A complete lead was returned in one piece. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead capture threshold and impedance could not be measured. The physician elected to complete the procedure with a different lead. The patient was in stable condition.